Manufacturer narrative:
H.6. Investigation: problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2 system ivd ¿ 338960 that facsclean got into user's eye. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 21jul2019 to date 21jul2020. Complaint trend: this is the only complaint, # (B)(4), related to this issue of facsclean getting into the user¿s eye. Date range from 21jul2019 to date 21jul2020. Manufacturing device history record (DHR) review: review of DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis. The root cause of facsclean (#340345) getting into the user¿s eye was because the bleeder valve, or cap stopper mentioned by the user, was unscrewed too much during startup. Bd facscanto ii instructions for use (IFU), #23-20269-00, instructs to only loosen the valve and not to completely unscrew otherwise it will come off. This can be found under ¿purging the fluidic filters¿ on page 154, which also states to use caution and wear suitable protective clothing and gloves. Although the fluid was under pressure and got into the user¿s eyes, she was not in contact with blood, bodily fluids, or any biohazardous waste. The spray was from the filter bleeder valve, which contained facsclean solution, a mixture of water-diluted chemicals similar to bleach and salt. About 2-3mls was splashed onto the face but is not a significant amount to cause severe damage.the safety data sheet (sds) for #340345 bd facsclean, version 3.2 page 3, states the solution causes skin and serious eye irritation. For eye contact treatment it instructs to, ¿immediately flush with plenty of water for at least 15 minutes. If easy to do, remove contact lenses. Get medical attention.¿ no fse (field service engineer) was dispatched nor was there a work order created because the user was able to mitigate the issue and immediately washed their eyes with running water after facs clean got into them. The user visited a hospital but there was no medical treatment and no additional treatment has planned. It was also determined ¿predictable¿ because the standard precautions for the fluidic leakage are alerted in the package insert which is a japan IFU¿. In conclusion the root cause of why facsclean got into the user¿s eye was because the bleeder valve on the filter was unscrewed too much during startup. The user immediately rinsed their eyes out, visited the hospital and found no medical treatment needed. Air and fluid is expected to release from this valve and safety precaution should be taken during this process. The instrument is running as expected and the customer has no health damage. The safety risk is acceptable as the rpn is below 90 and there was little impact to customer health or safety. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: 29sep2016. Defective part number: n/a. Work order notes: subject / reported: facs clean got into my eyes. I am in the hospital. Problem description: (B)(4), bdb sales officer, received the information that facs clean got into the eyes from (B)(6), blood transfusion department (victim), (B)(6) hospital, and reported it to as and pmvs. Reported in (B)(4) (attached) and trackwise (B)(4). The contents of the sdfc report are shown below. "On the afternoon of (B)(6), around 16:00, when I was bleeding the facs clean sheath filter, which is necessary for canto ii star top, water splashed from the tube attached to the filter and got into my eyes. The customer went to the hospital right away, and the customer inquired about the ingredients in facsclean." We are planning to visit (B)(6), a sales representative, to confirm the details again tomorrow, july 22nd. It is unknown whether it is a problem of the sheath filter or a problem of air removal work. Work performed: n/a. Cause: n/a. Solution: n/a. Returned sample evaluation: a return sample was not requested because not parts were replaced. Risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no item: 15. Bubble filter. Function: 15.1 remove air bubbles from fluids. Potential failure mode: 15.1.1 fluid tank empty, causing filter to dry out. Potential effects of failure: 15.1.1.1 distorted signals. Potential causes/mechanisms of failure: 15.1.1.1.1 fluid levels allowed to get too low, drying out bubble filter. Current controls: 1. Software does not allow worklist to start if fluid levels are too low (clinical sw srs 3.10.1). 2. Software stops acquisition (finishes tube, then stops) on low-fluid level detection (clinical sw srs 3.10.24). 3. Fluid levels are displayed to user. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 5. Occ: 6. Det: 2. Rpn: 60. Item: 23. Valves. Function: 23.1 block, pass, or direct fluids. Potential failure mode: 23.1.1 valve leaks. Potential effects of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance. Potential causes/mechanisms of failure: 23.1.1.1.1 stuck valve or debris or saline buildup. Current controls: di rinse daily. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 5. Occ: 7. Det: 1. Rpn: 35. Mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause was due to the facsclean filter bleeder valve being unscrewed too much. Conclusion: based on the investigation results, the root cause of why facsclean got into the user¿s eye was because the bleeder valve on the filter was unscrewed too much during startup. The user immediately rinsed their eyes out, visited the hospital and found no medical treatment needed. Air and fluid is expected to release from this valve and safety precaution should be taken during the startup process. The instrument is running as expected and the customer has no health damage. The safety risk is acceptable because there was little impact to customer health or safety. H3 other text: see h.10.

Event description:
It was reported that fasc clean under pressure sprayed from tube into users right eye with a bd facscanto¿ ii flow cytometer. The following information was provided by the initial reporter, translated from japanese to english: when I was bleeding the air from the facs clean sheath filter, which was necessary for the canto ii star top, around 16 o'clock in the afternoon of july 21, water splashed from the tube attached to the filter and got into my eyes. The customer went to the hospital right away, and the customer inquired about the ingredients of facsclean. Additionally, on 2020-7-22 the fse provided the following additional information: as a result, I have no symptoms or abnormalities today and I am normally working. There was no eye pain from the person himself, and in this situation he would not go to the hospital. Therefore, it is judged that there is no health damage. The situation at the time of the damage is as follows. Situation: (1) when starting canto ii equipment, as described in the manual, the filter in the tank cart was bleeding air. When I tried to bleed the air by loosening the yellow stopper from the silicon tube connected to the top of the facsclean filter, this stopper came out. As a result, about 2-3 ml of fscs clean was applied near the right eye of the face. Other staff stopped the stopper again, and there was no further scattering. Additionally, on 2020-7-30 the fse provided the following additional information: facs clean was sprayed from the tube to the user. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? Yes. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? Yes, fasc clean got into a user's right eye. What was the fluid that leaked? Fasc clean. What is the source of leak -- waste line or non-waste line? Non waste line was the customer exposed to biohazard fluids? No. Was personal protective equipment (ppe) being worn? Yes, gloves and lab coat was biohazard fluid mixed with bleach? Yes. Was there any physical harm/injury or impact to patient samples due to leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that fasc clean under pressure sprayed from tube into users right eye with a bd facscanto¿ ii flow cytometer. The following information was provided by the initial reporter, translated from (B)(6) to english: when I was bleeding the air from the facs clean sheath filter, which was necessary for the canto ii star top, around 16 o'clock in the afternoon of (B)(6), water splashed from the tube attached to the filter and got into my eyes. The customer went to the hospital right away, and the customer inquired about the ingredients of facsclean. Additionally, on 2020-7-22 the fse provided the following additional information: as a result, I have no symptoms or abnormalities today and I am normally working. There was no eye pain from the person himself, and in this situation he would not go to the hospital. Therefore, it is judged that there is no health damage. The situation at the time of the damage is as follows. Situation (1) when starting canto ii equipment, as described in the manual, the filter in the tank cart was bleeding air. When I tried to bleed the air by loosening the yellow stopper from the silicon tube connected to the top of the facsclean filter, this stopper came out. As a result, about 2-3 ml of fscs clean was applied near the right eye of the face. Other staff stopped the stopper again, and there was no further scattering. Additionally, on 2020-7-30 the fse provided the following additional information: facs clean was sprayed from the tube to the user. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? Yes. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. Was the customer exposed to blood or bodily fluids? No was there any physical harm to the customer as a result of the leak? Yes, fasc clean got into a user's right eye. What was the fluid that leaked? Fasc clean. What is the source of leak -- waste line or non-waste line? Non waste line. Was the customer exposed to biohazard fluids? No. Was personal protective equipment (ppe) being worn? Yes, gloves and lab coat. Was biohazard fluid mixed with bleach? Yes. Was there any physical harm/injury or impact to patient samples due to leak? No.